Event description:
It was reported that the rv lead was capped due to high impedance from the device. The lead impedance was normal when tested with the analyzer. No patient complications were reported as a result of this event.